Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started on (B)(6) 2015, around 9:30-10:00am when she obtained an alleged inaccurate high blood glucose result of ¿96 mg/dl¿ on the subject meter. Prior to obtaining the alleged inaccurate result, the patient reported that she was ¿unable to focus¿. The patient manages her diabetes with a combination of medications including flexpen insulin and metformin tablets. She reported that she consumed more food/drink around 9:30-10:00am to treat her symptom. Because the patient felt that she was ¿getting inaccuracies with the subject meter¿ she was ¿prompted¿ to go to the emergency room (ER). She reported that a blood glucose result of ¿62 mg/dl¿ was obtained with the ER/hospital meter at ¿around 9:30-10:00am¿, and ¿around 180 mg/dl¿ at ¿around 10:30am¿. The patient was unable to specify the exact time difference between the earlier subject meter and the hospital meter comparisons. Assuming that the results were performed within 30 minutes of each other, and based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient also reported that while in ER, she was given ¿food¿ by a healthcare professional (hcp) to treat her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The cca also noted that the patient had used the correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient although the patient¿s reported symptoms began prior to the start of the alleged issue with the meter, the patient had felt that she had been ¿getting inaccuracies¿ for some time. It cannot be ruled out, therefore, that the meter may have been reading inaccurately prior to this time and, as a result, contributed to the patient¿s symptoms and subsequent treatment from a hcp.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.